Event description:
Customer reported correlation issues with tni over 9 patient samples on triage cardiac panel lot t14242rn vs vitros tni. No patient information, diagnosis, or outcomes were provided.

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t14242n with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.